Event description:
It was reported to philips that the system's c-arm was unable to perform rotations. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the c-arm was unable to perform rotations and a beam propeller axis fault was reported. Upon troubleshooting, the fse determined that the issue was caused by a defective 2spc (amc triple servo drive). To resolve the issue, the fse replaced the 2spc drive and performed all necessary calibrations for position and current. General geometry and x-ray tests were conducted to confirm system functionality. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. The user is instructed not to use the product for any application until they are sure that the user routine checks have been satisfactorily completed. Therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.